Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer that the button was sticking when attempting to raise or lower the patient support. There was no support of uncommanded motion of the patient support or patient involvement with this event.